Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that there was contamination on the device which lead to a component failure. Visual inspection noted that the adapter was received without the packaging. The blue button was in the home position and could be pulled back fully. The adapter was connected to gen2 acc lite and found that there was 41 of 50 procedures remaining. The strain gauge was unresponsive. There were no errors in the adapter logs. The adapter was connected to a representative handle running v28 software and clamshell. The adapter calibrated correctly and was able to fire. The adapter was reconnected to gen2 acc again to check the strain gauge and there was no new error. The most likely cause for the additional condition was traced to device design. The dielectric layer was insufficient at shielding the traces from a condition which cause a short. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when the devices were loaded onto each other, the error message of the handle was shown. There was no patient involvement. Medtronic's initial evaluation of the instrument logs noted that contamination was observed on the device which lead to a component failure.